Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. No device was returned for evaluation; the reported event was confirmed by review of radiograph images provided. Pre-revision radiograph reviewed. There appears to be radiolucency near the anterior bone contacting surface of the femoral component which indicates there is loosening of the femur. There is a radiolucency near the posterior bone contacting portion of the tibial tray the anterior portion of the tibial tray appears to have subsided into the tibial bone. No manufacturing process-related non-conformances, deviations, or exceptions are associated with these devices. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported was likely due to the loss of fixation between the femoral and tibial component and the bone resulting in aseptic loosening, the reported instability, or inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component and tibial tray to the respective bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. The alleged prosthesis wear of the tibial insert could not be confirmed from the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6) 02-012-38-2009 - logic rbk inserto tibial sz 2 9mm. (B)(6) 02-012-43-2020 - logic bandeja tibial rbk sz 2f/ 2t. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, who had an initial left knee implanted, underwent a revision procedure. Patient operated on in (B)(6) 2019 with 3-year follow-up without incident. Six months prior to attending the consultation, instability and progressive deformity were reported. He denies a history of intercurrent infections or dental manipulations. An x-ray image of both components shows mobilization and findings consistent with particle disease, osteolysis of the tibial and femoral metaphysis, and an image consistent with pet wear. No abnormal rfa was found in the laboratory tests. Need for surgical intervention to prevent injury or permanent disability stated. No x-rays were images were provided. No further information is available. Provided. The explanted devices are not available for return. No device images were provided. No further information is available.